Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented for device changeout due to eol. Inappropriate hv therapy was observed due to noise. Physician suspected the noise was due to a subclavian crushing. The lead was successfully capped and replaced on (B)(6) 2016. Patient condition post-procedure was good.